Manufacturer narrative:
The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, explant date and availability of device return for analysis has been requested. No additional information is available at this time. Reason for reoperation: seroma (late) and capsular contracture, baker grade iii.

Event description:
Healthcare professional reports left side pain, edema, ¿local heat¿, seroma (late) and capsular contracture, baker grade iii. The device has been explanted.